Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh (B)(4) on behalf of the importer (B)(4). This appears to be a "malfunction" type of event not because there was a technical malfunction of the device, but since due to a use error the device did not perform as intended. When reviewing similar reportable events for alenti, we haven't found any case with similar fault description (safety belts wrong attached and pt fell). The trend observed for reportable complaints on alenti is considered to be low and stable taking into consideration about (B)(4) units on field. The device was inspected by an arjohuntleigh rep at the customer site and found to be to the specification. The device was being used for pt handling and in that way contributed to the event, the safety strap was not used according to the directions in the user manual. The IFU 04.cd.04 us/ca from march 2008 delivered with the device supported by diagrams to show the correct positioning. We have not been able to find any contributing manufacturing anomalies. From this we conclude that this incident was caused as a result of incorrect handling procedures as the received information and our eval as described above are showing that if the IFU safety warnings are followed there will be no pt or caregiver risk.

Event description:
(B)(4).